Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced open book image error. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with critical pump error (open book image). Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using detail trace, it recorded pump error 53 six times. Pump error 53 (line 5632 and file number = 2005) was triggered six times on 07-may-2024 from 11:20:43 to 11:21:26. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered when pump attempts to re-initialize/establish communication to the rf chip error due to software issue. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Problem isolated to electronic assembly. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. Force sensor zero offset not within spec (38 mv). The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, broken belt clip rails, label damage (stained) and end cap address label missing. In conclusion, unit received with critical pump error/open book image was confirmed due to pump error 53. Pump error 53 was confirmed due to software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.